Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported the infusion sleeves are thinner than usual. The customer also mentioned that infiniti infusion sleeves were preferred. Infusion sleeves utilized for both consoles there should be no difference. Alcon utilizes the same approved vendors for the infusion sleeve. A review of sap indicates the correct micro smooth sleeves 0.9 were inserted into this finished goods lot. We should also remind the customer the directions for use provides a user friendly table showing infusion sleeves/type (size) and the recommended incision size including the recommended tips. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sleeves that we had and used on an infiniti machine were ¿thicker and less pliable¿ during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with new one. There was no patient harm.